Manufacturer narrative:
Investigation summary: the complaint device was received and evaluated. The complaint can be confirmed. It was observed that the device was broken in three (3) separate pieces along the long edges of the device. This type of failure can occur when the bone hole is not prepared properly or the incorrect screw size is inserted into the device, therefore causing it to break when the screw is inserted. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that bio intrafix sheath broke in reconstruction of anterior cruciate ligament of right knee. The broken piece was retrieved from patient. Changed to another bio intrafix to complete surgery. There is no report on patient's injury. No additional information could be provided. This report is for a bio intrafix sheath. This is report 1 of 1 for (B)(4).